Manufacturer narrative:
Concomitant medical products: dtbc2qq ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "pouch ruptured" and the leads and device were removed. The device was sterilized and re-implanted. No further patient complications have been reported as a result of this event.